Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold (dft) test was performed prior to pocket closure. The dft was unsuccessful and an external shock was required to terminate the arrhythmia. The dft was performed once again in reversed polarity and it was unsuccessful again, requiring 4 external shocks to convert the arrhythmia. The position of the system was reviewed using x-rays and no significant abnormalities were observed. The physician then decided to remove the s-ICD system prior to pocket closure and the patient remained hospitalized while an alternative therapy method is discussed with the patient. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific confirms the electrode met specifications. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review performed for the emblem s-ICD electrode device confirmed that the event of failure to convert rhythm is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold (dft) test was performed prior to pocket closure. The dft was unsuccessful and an external shock was required to terminate the arrhythmia. The dft was performed once again in reversed polarity and it was unsuccessful again, requiring 4 external shocks to convert the arrhythmia. The position of the system was reviewed using x-rays and no significant abnormalities were observed. The physician then decided to remove the s-ICD system prior to pocket closure and the patient remained hospitalized while an alternative therapy method is discussed with the patient. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.